Manufacturer narrative:
Additional information was received that the medication being infused at the time of the event was flolan (epoprostenol sodium).

Manufacturer narrative:
One cadd legacy plus pump was returned for analysis in good condition. An accuracy test was performed, and the reported issue of a delivery problem was not verified. The device was able to deliver therapy with no issue as delivery was in specification.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that this cadd legacy plus infusion pump did not deliver medication. The reporter stated that when the customer was replacing the cassette, it was noticed that almost no medication was administered. It was reported that a "stop" message was displayed on the pump's screen. There are no known adverse effects to the patient due to the reported event.